Event description:
It was reported that there was a pericardial effusion and a thrombus. A left atrial appendage (laa) closure procedure was being performed. The physician was performing the transseptal puncture in order to gain access into the laa of the patient. After crossing the septum the physician noted that the patient had a new 4mm pericardial effusion. The decision was made to continue the procedure with no heparin given to the patient due to the pericardial effusion. The procedure continued, the patient was asymptomatic. A watchman access system (was) and a 21mm watchman laa closure device & delivery system (wds) were used. The was positioned in the laa and the wds was inserted into the was. The closure device was successfully implanted in the laa of the patient. At the end of the procedure the physician noted a thrombus on the top of the device. Additionally the effusion had increased up to 14mm through the course of the procedure and then stabilized. The patient was fine and remained asymptomatic. The following day the effusion remained stable and the thrombus had not resolved; however the patient was scheduled to be discharged from the hospital.